Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tube, three (3) stoppers of the blood collection tubes were deformed. No patient impact reported.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). G4: PMA/510(k)#: one additional code applies; k230855 investigation summary: bd had not received samples, but 2 (two) photos were provided for investigation. The photos were reviewed and the indicated failure mode for stopper cocked was observed. Additionally, 30 (thirty) retention samples from bd inventory were evaluated by visual examination and the issue of stopper cocked was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of stopper cocked based on customer photo analysis, but unable to confirm based on retain sample analysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tube, three (3) stoppers of the blood collection tubes were deformed. No patient impact reported.

Manufacturer narrative:
Investigation summary: bd received three (3) samples and two (2) photos for investigation. The photos were reviewed, the three customer returned samples were visually evaluated and the indicated failure mode for cocked stoppers were observed. Additionally, thirty (30) retention samples from bd inventory, were evaluated by visual examination and the issue of cocked stoppers were not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of cocked stopper. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.